Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while working on the right colon, both of the devices used had the same issue. Both staplers fired partially and did not cut the bowel. Surgeon opened another stapler and needed to resect and re-staple the staple line.